Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No procode, common device name and/or 510k provided as this device is not released for distribution in the united states. A medtronic representative went to the site to test the equipment. The representative reported that there were two versions of the same application software on the navigation system. The representative removed the older version and the system functioned as designed.

Event description:
A medtronic representative reported that, while outside of a procedure, the navigation system would become unresponsive when loading patient exams. The site would then restart the navigation system to resolve the reported issue.

Manufacturer narrative:
Correction: the aware date of the initial reported issue was listed incorrectly on initial MDR. Aware date should have been (B)(6) 2017. The unique device identification (UDI) for the product provided is not valid and an UDI is out of scope as this device is not released for distribution in the united states. A medtronic representative went to the site to test the equipment. The representative reported that the computer for the navigation system was replaced. The suspect computer for the navigation system has not been received by the manufacturer for evaluation.

Manufacturer narrative:
Analysis of the returned system computer could not confirm any failure as it operated without issues and passed all testing preformed. A software investigation was also completed. This investigation found the reported issue to be related to a known software anomaly. This anomaly is tracked through a software anomaly tracking database and references to this case have been added. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.